Event description:
It was reported that cartridge change errors occurred with multiple cartridges intermittently during the load sequence. Tandem technical support made multiple attempts to follow up with customer to obtain additional information, but was unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.